Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission several episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The patient is scheduled for an office visit on (B)(6) 2017 to discuss programming changes with physician. No additional information available.